Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) after a bolus was delivered. However, the exact value was not provided. Customer addressed bg by using the extended bolus feature. Reportedly, customer was on antibiotics. Customer declined further follow up.